Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05538. It was reported one of the patient's leads fractured after a car accident. Surgical intervention took place in which the patient's system was explanted and replaced to address the issue. Note: it is unknown which lead was fracture therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.